Event description:
It was reported that the device triggered end of life (eol) and possible premature battery depletion is suspected. The device will be replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device triggered end of life (eol) and possible premature battery depletion is suspected. It was further reported that the device reached premature battery depletion due to high battery impedance. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.